Event description:
It was reported that during a guided infusion set change, the ilet user's inset infusion set separated from the plastic holder when removing the needle guard, and the agent provided troubleshooting and education to complete a new site change, indicating an infusion set deployment error associated with the cannula. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, while a usage problem was identified consistent with an improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.